Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This initial spontaneous report originating from the united states was received from a nursing director via a company representative referring to a female patient of unknown age. Information regarding the patient's medical history included pregnancy, vaginal delivery and uterine inversion. Concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date in (B)(6) 2022 (reported as 'last weekend'), the uterus was manually replaced by her physician following a uterine inversion and a vacuum-induced hemorrhage control system (jada system) (lot #/ serial # was not reported) was inserted as the patient lost a lot of blood. At some point after, the patient's uterus re-inverted (uterine inversion) while device was in place. The uterus was then manually re-inserted again and vacuum-induced hemorrhage control system (jada system) was placed a second time (it was unclear whether the same device or a second device was used). The patient was "fine" after this (outcome: recovered). The availability of vacuum-induced hemorrhage control system (jada system) was unknown. It was not clear if the second uterine inversion was caused by vacuum-induced hemorrhage control system (jada system) (causality: unknown). Upon internal review, the event of "uterine inversion" was determined to be medically significant. (B)(4).